Event description:
While transferring resident with lift, pressure release valve was turned and resident rapidly descended hitting head and causing severe injury. Valve release is difficult to regulate slow descent.